Event description:
I had acrysof iq restor iol lens implanted after cataract surgery. The lens did not work well for me. I cannot see well at long distance which affects my safety when driving. I need eyeglasses when reading. I could see fine with prescription lenses prior to the cataract surgery.